Manufacturer narrative:
(B)(4)

Event description:
During an ablation procedure, a pericardial effusion occurred. While ablating on the posterior wall of the left atrium, the patient became hypotensive and x-ray revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.